Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, the stapler was difficult to remove from the patient's cavity. Donuts were inspected and looked fine. The device was removed transanally and large amounts of over sewing was needed. The surgical time was extended for more than 30 minutes. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, the stapler was difficult to remove from the patient's cavity. Donuts were inspected and looked fine. The device was removed trans anally and large amounts of over sewing on the anastomoses was done to complete the case. There was tissue damage as a result of the problem. The surgical time was extended for more than thi rty minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.